Event description:
It is reported that due to infection, the patient experienced an irrigation and debridement along with a head and liner exchange.

Manufacturer narrative:
No device or photos were received. The head and liner were not returned upon being explanted. Device history record review identified no deviations or anomalies in the manufacturing process. The devices were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the lot codes associated with the liner and head. Review of the surgical notes determined that the devices were in-vivo approximately 2 weeks post previous surgery. Serosanguineous fluid was noted underneath the fascia which had slightly dehisced. The underlying necrotic tissue was debrided. The specific infectious agent was not identified in the surgical notes. Sterilized devices manufactured or distributed by (B)(4) are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.